Manufacturer narrative:
Device evaluation summary: one cadd legacy pump was returned for analysis in used condition. Visual inspection of the pump showed that pump was in good physical condition. Functional testing included use testing. The device was powered up and ec 65280 (undefined error, not a known code) was present on boot up after splash screen. There is also evidence of ingression on the chassis. The customer's reported problem was able to be duplicated. Based on the evidence, the complaint was confirmed. The main board was suspected as the problem source.

Event description:
Information was received indicating that smiths medical cadd-legacy pump gave pump alarming for "error code 1660". It was reported that the reported event occurred during testing. There was no patient involvement during the reported event.